Event description:
It was reported that an x-ray technologist sustained an injury while moving the monitors of a precision 500d in the x-ray room. The technician reportedly had a sore shoulder and had an MRI performed. It is believed the technician required physical therapy. There is no allegation of equipment malfunction. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.